Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician repositioned the ipg from the rear flank to the abdomen. The patient was reportedly doing well.

Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician repositioned the ipg from the rear flank to the abdomen. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).